Manufacturer narrative:
The insulin pump received with power error alarm, power supply failed test alarm during self-test and high sleep current measurement due to the internal battery connector was found not properly connected. Connected the internal battery, then the pump was monitored for three days with no unexpected insulin pump error alarm during testing and the sleep current measurement are in spec range. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump alarmed pump error. The customer's blood glucose was unknown. The customer will return pump for analysis.